Event description:
The hcp reported the patient had been experiencing withdrawal symptoms.

Event description:
Additional information from the hcp reports the withdrawal symptoms the patient was experiencing were increased pain, abdominal pain, and shivering chills. A dye study was done and the catheter was revised. The patient outcome was reported as continuing to recover- in the hosital with other health problems.